Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole near the proximal section on the ro marker. This failure is likely due to factors encountered during the procedure, such handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the indeterminate stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon seemed to have a small hole at the distal end. The same issue occurred with the second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx balloon of a larger size. There were no patient complications reported as a result of this event.